Event description:
A surgeon reported that an intraocular lens (iol) did not unfold with one haptic sticking to the optic. Additional viscoelastic was injected into the bag, and the iol was manipulated out. The haptic was then "teased" off the optic, and the iol was reinserted into the bag. The patient developed pain twelve hours after the procedure. Increased intraocular pressure and corneal edema were noted. The surgeon performed a paracentesis tap to release aqueous and prescribed topical therapy. Pressure has remained at 14-16 mmhg, and the corneal edema has resolved. The surgeon stated the pressure spike and subsequent corneal edema would not have occurred if all the viscoelastic had been removed. She also stated the patient's non-compliance with the prescribed regimen slowed healing.